Event description:
Breathing and lung problems. Experience shortness of breath and fatigue. Dr sent to get CT found out I have blood clots. Found out today that my CPAP has been recalled. Philips. Thinking the cap could be the cause. FDA safety report ID # (B)(4).